Event description:
Several months following a ICD change-out, pli started to increase. Other electrical measurements were normal and hv therapy was delivered successfully. Lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.